Manufacturer narrative:
Based on the information provided to date, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. The patient's attorney alleges that the patient underwent a revision procedure due to a hernia recurrence, however there is no allegation that the device was explanted. The information provided to date did not include product identifiers, nor did the information contain patient medical records. Should additional information be obtained, a supplemental MDR will be submitted. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Additionally, recurrence is listed in the adverse reaction section as a possible complication.

Event description:
The following has been alleged by the patient's attorney: on (B)(6) 2016 - the patient underwent the repair of an incarcerated umbilical hernia. As alleged during this procedure the patient was implanted with a bard/davol ventralex st hernia patch. On (B)(6) 2017 - the patient underwent a revision surgery due to a recurrent umbilical hernia. The patient's attorney alleges that due to defective design, the bard/davol ventralex st hernia patch has caused the patient's severe and permanent bodily injuries, including but not limited to excruciating abdominal pain, and physical pain and suffering. It is alleged that the patient has suffered and will continue to suffer serious injuries.

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information and medical records provided by the patients attorney. The patient underwent an additional surgery on (B)(6) 2017 with a diagnosed recurrent umbilical incisional hernia with implant of a second bard/davol ventralex mesh (device #2). As per the surgeon's pathology detail "it is my impression that this hernia was really lateral to the original hernia repair and this proved to be so at the time of surgery.", rendering it unlikely to be related to the post bard/davol ventralex st (device #1) implant complications. Operative report details also identify "tedious dissection because of adhesions". However, recurrence and adhesions are known inherent risks of surgery and are listed in the instructions-for-use as possible complications. Based on the information available no conclusions can be made. Updated fields: age or date of birth, weight, event, MFR site, report source, date rec¿d by MFR, PMA/510k, if follow-up, what type, device manufacture date. This emdr represents the bard/davol ventralex st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex (device #2). Should additional information be provided a supplemental emdr will be submitted.

Event description:
Addendum to the initial MDR to document additional information and medical records provided by the patients attorney: on (B)(6) 2016: the patient was diagnosed with an incarcerated umbilical hernia and underwent repair with implant of a bard/davol ventralex st hernia mesh (device #1). On (B)(6) 2017: the patient was diagnosed with a recurrent umbilical incisional hernia and underwent repair with implant of a bard/davol ventralex mesh (device #2) and partial omentectomy. Per the operative report details, "the defect was identified, it was cleaned of all surrounding tissues. This was rather tedious dissection because of the adhesions. The previous prolene (ventralex st #1) was identified. It was incorporated well and was not removed. The defect proved to be a 3 cm defect in each direction. A repair was done with 8.5 cm patch ventralex (device #2), which had a mixture of prolene top and a non-adhesive type bottom. This bottom consisted of a collagen type material that would not adhere." Per the surgeon's pathology detail, "the patient had a previous umbilical hernia repaired with prolene mesh (ventralex st #1) at that area and this had recurred. It is my impression that this hernia was really lateral to the original hernia repair and this proved to be so at the time of surgery. However, it still must be called a recurrent umbilical incisional hernia."